Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it was discarded. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided from the site, and the following was revealed: calcification present at the bifurcation. Liner circumferential delamination. C marker appears present. Burst balloon bunched towards nose tip. According to the technical summary, the IFU, current risk mitigations, including design and manufacturing controls, and training manuals have been reviewed. No inadequacies have been identified regarding warnings, contraindications, or the directions and conditions necessary for the successful use of the device. Through extensive complaint investigations, events reporting, or showing evidence of, sheath liner delamination manifested during withdrawal of the delivery system has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to withdrawal of altered balloon profile, non-coaxial alignment, patient factors, and/or excessive manipulation. In addition, c-marker band separation can occur as a result of device manipulation used to overcome the withdrawal difficulty. The complaint for sheath liner delamination was confirmed based on evaluation of the provided imagery. Available information suggests that patient factors (calcification) and/or procedural factors (withdrawal of burst balloon, device manipulation) likely contributed to the event as provided information and imagery indicated presence of calcification at the bifurcation and altered balloon profile. Also, provided information indicated difficulties during balloon withdrawal. Non-coaxial alignment between the devices can also lead to delivery system to catch onto the sheath liner, especially if patient factors (such as calcification) are present near the sheath distal tip. Additionally, withdrawal of a delivery system with an altered balloon profile (burst balloon, etc.) Can lead to the system to catch onto the sheath liner, especially if compounded with the delivery system not completely unflexed during withdrawal. The operator may apply excessive manipulation to overcome any difficulty, which can further delaminate the liner as the delivery system is pulled through the sheath. More than one of these factors can compound to exacerbate the patient/procedural conditions and further lead to sheath liner delamination. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2025-07058. Investigation is ongoing.

Event description:
As reported by our affiliates in brazil, it was a case of an implant of a 23mm sapien 3 valve, in aortic position by transfemoral approach. During the procedure, the esheath was inserted at a steep angle, and balloon valvuloplasty was performed prior to implant. During deployment, the balloon of the commander delivery system burst; however, the valve was successfully implanted. Consequently, it was difficult to withdraw the balloon through the sheath, requiring support from the vascular surgery team. Ultimately, the system was removed as a single unit. In addition, the delivery system was not completely unflex during withdrawal. There was no vascular injury due to this event. Following the devices' removal, damage was observed on the liner and the distal end of the sheath. Reanalysis and a new contrast injection were performed, followed by post-dilation, achieving a good result. The patient remained stable and continued hospitalization. The perceived root cause of the event was identified as a calcium spicule located in the sinotubular junction. As per engineering evaluation of the images provided, it was observed that the sheath liner was delaminated.